Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if any issues arose again.